Event description:
A talent abdominal stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm approx 2 months ago. Aneurysm morphology was not reported. The vessels were calcified but not tortuous. It was reported that the pt presented with limb thrombosis approx 1 month post-stent graft implantation. The limbs were not crossed during the implant procedure a kink in the bifurcated stent graft at the area of the contralateral gate was evident, and the physician believes that the kink is attributed to the calcification in that area. The physician elected to administer tissue plasminogen activator (tpa) and also implanted an aneurx iliac limb in the kinked area of the contralateral limb to intervene for the occlusion, with successful results. No add'l clinical sequelae were reported, and the pt is fine.

Manufacturer narrative:
(B)(4) (intervention required) - (B)(4): eval results: graft occlusion. Vessel calcification.